Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine device changeout, this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high pacing impedance measurements greater than 2,000 ohm. Additional information received indicated that the physician elected to implant a new device with which normal measurements were obtained. This crt-d was never in service and the lv lead remains in service. No adverse patient effects were reported.